Event description:
It was reported by the end user that on january 2, 2020, the care team arrived to the patient's location and noticed the patient was in a state of extremis. When attempting to use the ventilator, it failed prior to use on the patient. It was stated the device was unable to register pressure on the device multimeter and a loud leak was heard.the patient had to be manually ventilated during transport to the hospital. A second incident occurred on (B)(6) 2020, in which again the same ventilator device failed prior to use on a patient in the same manner.

Manufacturer narrative:
This event is being re-evaluated in 2024 due to newly implemented procedures. As the patient required the medical intervention of manual ventilaiton due to product failure, this event is deemed reportable. The device was evaluated by percussionaire and the root cause was determined to be a failure of an internal harness tied to a check valve assembly had failed. The harness with the check valve assembly was replaced and confirmed to be working appropriatley. No further information was received on patient status. If any additional information is obtained, a follow up MDR will be filed.